Manufacturer narrative:
Additional information (13-aug-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Quality control (qc) recovered within the customer's acceptable ranges. No issues observed with the analyzer or the cyclosporine a (csa) reagent. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. In section h6, the investigation finding and investigation conclusion codes were updated. Initial MDR 2517506-2024-00180 was filed on 09-jul-2024.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated cyclosporine a (csa) patient sample result was obtained on a dimension® exl¿ 200 integrated chemistry system. Siemens healthcare diagnostics is investigating the event.

Event description:
The customer reported an erroneously elevated cyclosporine a (csa) patient sample result was obtained on a dimension® exl¿ 200 integrated chemistry system. The erroneously elevated result was not reported to the physician(s). The same sample was reprocessed on the original dimension® exl¿ 200 integrated chemistry system. A lower result was obtained, considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated cyclosporine a (csa) result.